Manufacturer narrative:
The returned device analysis did not confirm the reported gripper actuation issue. The reported leaflet grasping could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported gripper actuation and leaflet grasping issue cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and grasping was performed. However, it was observed the anterior leaflet was unable to be grasped. Therefore, the physician decided to remove the clip. Upon removal, it was observed the anterior gripper was not fulling dropping. The clip delivery system (cds) was replaced and one clip was successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.